Manufacturer narrative:
All pertinent information available to abiomed has been submitted at this time. D6a: corrected the implant date. D6b: corrected the explant date.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the placement signal was lost. The patient stayed hemodynamically stable and continued to receive effective support from the pump.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. No product was returned for evaluation. The data logs were reviewed, and it was found that the trend of signal not reliable and light parameters was decreasing while lamp, gain and contrast were increasing. The root cause of the optical signal issue was most likely damaged optical fiber line due to kink in the fiber line based on the data log review.

Manufacturer narrative:
G3 ¿date received by manufacturer¿ corrected.